Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse inspected the a/b valve on the reagent probe assembly and confirmed it was not functioning properly. Fse replaced a/b valve to resolve the issue. (B)(4).

Event description:
The customer reported erroneously low patient results were generated for multiple cartridge chemistries and a leak from reagent probe a on the unicel dxc 660i synchron access clinical system. The customer did report the erroneous results outside of the laboratory, however, there was no effect to patient treatment in connection to event. There was no customer exposure to the leak and the customer was wearing gloves and a lab coat. The customer confirmed the qc recovered within specification prior to the event. The customer also noted the cuvettes were failing the water blank prior to the event.